Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her two trial leads on (B)(6) 2011 (with the same lot number). The pt reported she had no stimulation on her right side and she was receiving shocks on her left side. The pt reported the stimulation was irritating her left ribs and upper back. The sjm rep reported the pt was reprogrammed, avoiding one lead, and effective stimulation was received. X-rays were performed showing both leads had migrated.